Manufacturer narrative:
(B)(4) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Occupation: attorney.

Event description:
Records indicated that a patient with history of an attune left total knee arthroplasty underwent a revision utilizing the depuy lcs revision system for global instability in extension and flexion with valgus alignment of the tibial component. The femoral and tibial components were explanted and patella was retained which is considered off label use. Intra-operatively, a femoral fracture was noted after the knee was brought into extension while waiting for final polymerization.